Event description:
Per the clinic, the patient experienced skin breakdown and extrusion of the implant due to use of excessive magnet strength for a long period post-operatively. The device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.